Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found that the haptic was torn. Claim#: (B)(4).

Manufacturer narrative:
Patient code 3191: no code available "(secondary surgery, lens exchange)" should be corrected to "lens explant" inthe initial MDR. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.5/+2.5/105 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6)2019. On (B)(6) 2019, the lens was explanted due to excessive vault and significant reduction of irido-corneal angles (ica). On (B)(6) 2019 a shorter lens was implanted and the problem was resolved. The cause of the event is reported as a patient-related factor.

Manufacturer narrative:
The optic and haptic are torn. (B)(4).